Manufacturer narrative:
Due to character limitation, below field are added from e1- event site name : (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that balloon catheter intra-aortic balloon (iab) had gas loss alarm. There was on harm reported.

Event description:
Customer called through emergency service programme (esp), for assistance with a gas loss alarm. The esp personel assisted to perform troubleshooting like pressing iab fill key, to check helium tubing etc, via phone call. The pump resumed without issue. No harm or injury to the patient was reported.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h6-(type of investigation, investigation findings, investigation conclusion) and h11. Corrected fields: b5, h6-component code. Gas loss in iab circuit: gas loss occurs when the pump detects helium escaping from the iab circuit due to a leak or excessive diffusion. If the cumulative shuttle gas loss exceeds 5 ccorhr, and the iab inflation time is greater than 80 msec and deflation time is greater than 250 msec, a gas loss alarm is triggered. Common causes: 1. Leak, blood in catheter or balloon or extender tubing. 2. Loose connections between luers and connectors. 3. Patient condition such as (febrile or tachycardic). Alarm behavior: the alarm cause the system to vent and deflate the iab. This can occur in any operational mode and from various trigger sources. If no physical issues (e.g., leaks, occlusions, loose connections, or patient-related factors like severe aortic valve insufficiency or severe obesity) are confirmed, the iab fill procedure must be performed per the instructions for use (IFU). Iab fill key function: pressing the iab fill key for 2 seconds initiates an autofill process that purges and replaces the shuttle gas with pure helium and recalibrates the fiber-optic iab if needed. This function is used to resolve gas gainorloss alarms when no device malfunction is present. Root cause determination: a gas gain or loss in the iab circuit takes place when a gas gain or gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain or loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period greater than or equal to 80 msec and deflation period greater than or equal to 250 msec. In cases with no confirmed presence of leaks in iab, iabp issues, loose catheter connections, catheter occlusions or restrictions, or applicable patient-related conditions the alarms can be mitigated by performing a manual iab fill. When gas gain or loss alarms are not attributed to the above conditions, the most probable cause is anticipated procedural complications, stemming from the patient¿s underlying clinical and or anatomical condition. There was no iab or iabp malfunction identified since there was no iab or iabp malfunction identified, no cr or CAPA or scar review needs to be preformed at this time.